Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass.

Event description:
The customer reported that the insulin pump was cracked and might have been dropped. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.